Manufacturer narrative:
RMA issued. Replacement part shipped (B)(4) 2012. Suspect device was returned to the manufacturer for mechanical and visual eval. Disposition has verified the tip of the instrument is twisted.

Event description:
A medtronic rep reported a bent legacy reduction driver; discovered during a spine procedure. The surgery was completed with the use of the stealthstation s7 system. There was no impact to the pt outcome.